Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their ins depleted faster than expected. The implant depleted a year after it was implanted. The device was replaced with a rechargeable ins. No medical symptoms were reported. No further complications are anticipated.